Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurses were unable to see a specific patient on the 06 nursery. A technical support specialist dialed in to station nursery. Logged in as care fusion admin and reviewed the data synchronization debug log to ensure the station had successfully uploaded with no variations. Backed up the station database and dropped the database and deleted the care fusion application logins. Repaired the medication application, then verified that the care fusion application logins were restored and set the recovery model to simple. Launched the medication application and entered the server's name, facility, and dispensing device. Performed a full synchronization on the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurse was unable to see specific patient on the 06 nursery pyxis. Reported that it was been happening randomly to few patients over weeks, patient appears when checking pyxis es but nurse was unable to find patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.